Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a remplissage procedure th tip of the paper clip of the customer's 60 degree suture grasper broke off in the patient. The sales rep stated that the dr manhandled the device and did not sheave the paper clip like the rep asked the dr to multiple times therefore the device broke. The procedure was completed with another suture grasper with no surgical delay to the case. The sales rep stated that she is unsure if the broke tip was sucked out by the handpiece or left in the patient. The sales rep stated that the dr refused to look for the broken piece or perform x-rays. The sales rep stated that the dr. Did not think it was a big deal. The other part of the device was discarded by the customer. Additional information reported by the affiliate reported no patient or user consequences were reported.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the complaint device is not being returned, one part of the device was discarded by the customer and other one was remained in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. The sales representative stated that the doctor manhandled the device and did not sheave the paper clip, therefore is a possible root cause of the reported issue. However, without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part-lot number combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.